Event description:
Nurse in the critical care unit moved an hp monitor to the side, when the bracket holding the monitor arm snapped. The male nurse grabbed the monitor and the pt was quickly moved to safety. No injury occurred.